Event description:
When attempting to deploy 2nd stent to lad, stent dislodged off of delivery system -free floating in left main coronary artery. Stent able to be retrieved with snare system. Dates of use: 2007. Diagnosis or reason for use: coronary occlusion. Event abated after use stopped or dose reduced?: yes.